Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be in involved can confirm the report as it was described. The product was returned with only the loading catheter included. During a visual inspection of the returned product, it was observed that one of the two blue hooks on the loading catheter was missing and was not included in the return. A destructive test was performed on the catheter side that the second blue hook remained attached to. The blue hook detached from the catheter within the required specification. A dimensional inspection was performed on a section of the catheter. The outer diameter and inner diameter were within specification. The wire was removed from the loading catheter for a dimensional verification and the length of the wire was within the specification. The subassembly history record for the lots for the loading catheter said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A precaution in the instructions for use state: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." The instructions for use under system preparation state: "attach trigger cord to hook on end of loading catheter, leaving approximately 2 cm of trigger cord between knot and hook. Withdraw loading catheter and trigger cord up through endoscope and out through handle." When excessive force is applied, the blue hook on the loading catheter can break. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
While preparing for an endoscopic procedure, the physician used a cook 6 shooter saeed multi band ligator. The loading catheter broke. The bander [ligator] was used, but the loading catheter did not make patient contact. On 9/14/2016, the device was received at cook endoscopy for evaluation. It was noted that one of the blue hooks has separated and/or detached from the loading catheter and was not included with the returned device.